Event description:
It was reported that upon initial interrogation, an error message displayed indicating that the pulse generator parameters were invalid, and prompting to restore nominal settings. The device was explanted and replaced.

Manufacturer narrative:
Na